Event description:
It was reported: "operating room minimal movement would cause distortion on the screen inconvenience for doctor did not like image. No patient was injured or harmed did switch to another karl storz camera with better quality". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as minimal movement would cause distortion on the screen. The customer's complaint was verified. Intermittent image issues were verified due to a contaminated 3rd party camera cable. Karl storz goleta service documented that a 3rd party camera cable was installed. The contaminated 3rd party camera cable is consistent with complaints of an intermittent image. The camera received a cable replacement. Note: it's recommended that the customer returns their tc304 for evaluation of the camera receptacle for corresponding wear/contamination. It is possible that the 3rd party camera cable caused accelerated wear or damage to the ccu receptacle, so it should be inspected. The cause of the issue was determined as contaminated 3rd party camera cable. The event is filed under internal karl storz complaint ID: (B)(4).